Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins). The patient stated that their stimulation was intermittently turning off for no apparent reason. They check their ins and it is off so then they have to turn their ins back on. The patient would keep a log of when it turns off. The issue began before (B)(6) 2017. The patient also noted that they are charging too often. They used to charge twice a month but now they are charging more often. It was unclear what they were actually charging. Technical services did a recharge interval which indicated that they would need to recharge every 12 days. The patient has not used their device consistently so they would start using it and confirm the recharge interval. This issue also began before (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the stimulation intermittently turning off and charging too often was that the patient had not been using stimulation for over 3 months, but has kept it charged. The patient was using stimulation for a week and was going to note in a journal every time that stimulation turned off. The patient has a follow-up appointment on (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient had called their appointment for (B)(6) 2017 and had not rescheduled it that they were aware of. The rep indicated that they had no further information at the time of the report. No further complications were reported/anticipated.